Event description:
The relative of a home pateint contacted baxter technical service regarding a system error 2240 that occurred during initial drain, while using a homechoice machine. Per initial report, the home patient was not connected to the homechoice machine. The machine alarmed and then the home patient connected to the machine. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.